Manufacturer narrative:
Product analysis: it was noted that the analyzer failed incoming testing. The analyzer was replaced with an alternative analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was returned to service as an associate product and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.